Event description:
A report was received from a customer in the USA, stating that prior to use, a tracheostomy tube inner cannula was found to have an obstruction. The obstruction was caused by a slight malformation of the plastic around the inside diameter of the tube. There was no pt involvement reported.

Manufacturer narrative:
One sample of a disposable shiley tracheostomy tube inner cannula was received for evaluation. A visual inspection was performed, and it was observed that, inside of the inner diameter of the tube, there was found a presence of flash. The customer reported issue of obstruction/occlusion was verified. (B)(4).

Manufacturer narrative:
Initial covidien investigation of the returned device found that there was a 0.937 inch flash inside the inner diameter of the tube. The investigation is on-going. (B)(4).